Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 13july2019. The field service engineer (fse) was dispatched to site and confirmed the issue. The fse replaced the gas delivery system (gds) to pass flow verification. Verified unit ready for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The field service engineer (fse) reported the ventilator was failing the flow verification testing. There was no patient involvement.